Manufacturer narrative:
The "serial #" has not been provided. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Received a letter from counsel alleging customer sustained injuries. Alleges the customer was driving up a pubic transport ramp. When he got halfway up, the seat part allegedly separated from the motor part causing the customer to fall backwards landing on his head and back.